Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on lens. Visual inspection found the lens optic and haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vticmo13.2 implantable collamer lens, -09.00/+5.5/082 (sphere/cylinder/axis), and the lens was torn. There was no patient contact. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown. The patient is happy.